Manufacturer narrative:
(B)(4). It was reported that the patient underwent a partial hysterectomy in 2012.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent total vaginal hysterectomy on (B)(6) due to uterine prolapse and uterine fibroids. (B)(4).

Manufacturer narrative:
It was reported that patient underwent robotic-assisted laparoscopic sacrocolpopexy, on-q pain pump insertion on (B)(6) 2013 due to vaginal vault prolapse. No additional information was provided. (B)(4).